Manufacturer narrative:
The product (9733597) was returned and no failure was found. The product (9735546) was returned and was found to be in good condition with no apparent damage. The cable passed a continuity test with no opens or shorts detected. No problem found. Other relevant device(s) are: product ID: 9 735546, serial/lot #: (B)(4); product ID: 9733597, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had issue with emitter communication with system. They have connected the external axiem box in different sequences with no improvement. There was no patient present.